Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. Two programmers and two different wands were used, without success. An out of range telemetry error was displayed, and the device would not emit beep tones when a magnet was applied. A boston scientific technical services consultant asked whether the advisory reprogramming had been done, but the physician did not know. Latching was suspected, and the device was explanted and replaced.